Event description:
Hello, here are the details regarding the defective product: my husband and I had 3 failures with the resmed airtouch f20 cushion medium masks made in singapore, ref 63029, all from lot 1710807. One had a tear at the apex of the nose out of the box. Two developed tears the first night of use. These masks resulted in leak rates of 31- 51%, which could affect the functioning of the machine. Photos are attached. Again, a major concern is that resmed did not follow requirements for complaint handling processes. I am a retired med device quality assurance manager, raising an issue regarding resmed complaint handling. Resmed does not have a complaint handling process in place, at least not for complaints reported directly to the company. I called the 800 number today and spoke with a resmed employee, who stated that we needed to talk to the distributor and that complaint handling through distributors was the best way of managing complaint information. He said he could take my name and number in case the development team would want to talk to me. He did not actually want the identifying complaint information and only took it after I told him it was a regulatory requirement. This seems like something that should be looked into with their next inspection. Ref reports: mw5160438, mw5160439.